Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed no disposable clamp tubing. The alarm stopped, the settings were reviewed and the pump was restarted. No patient injury was reported.